Manufacturer narrative:
(B)(4). Investigation / evaluation correction from serious injury to malfunction report. Product has not been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported during a ureteroscopy procedure, upon removing the tether, the stent ripped. The stent was left within the patient, as intended. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a ureteroscopy procedure upon removing the tether, the stent ripped. The stent was left within the patient, as intended. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, it is feasible to suggest that the user exerted excessive force when removing the tether from the patient, a definitive root cause cannot be established or reported at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.